Manufacturer narrative:
A couple of photos were shared by the customer, in one photo a plastic bag with the number#: (B)(4) is shown, in the other photo a male luer separation from the rest of the set is observed, and no additional anomalies besides the mentioned are observed. One (1) used. List#: mc33371 was returned for evaluation. As received the male luer adaptor was observed to be separated from the rest of the set, both components were analyzed through ultraviolet (uv) light, and insufficient solvent applied evidence was confirmed. The tube and the male luer pocket were measured finding within specification. Complaint of disconnection can be confirmed, the probable cause was due to insufficient solvent applied during manual process assembly in ensenada. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a set extension 15in 1.2um filter 4.8pv content strl me1225 was found to have disconnected during patient use in unit 3 sw. The report stated that the patient's bifuse, which was infusing medications through their peripherally inserted central catheter (PICC), popped off. The tubing disconnected from the port that was attached to the clave. A sample photo was provided showing the tubes were popped off from the clave. There was patient involvement and no injury.